Manufacturer narrative:
Unit passed the displacement test and rewind. Unit was unable to prime during prime/compromised force sensor alert test and alarm motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside of the unit and passed.

Event description:
Customer reported via phone call issues with the insulin pump. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.